Manufacturer narrative:
The root cause of the revision surgery was identified as instability after 11 months of pt use. There is no info about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. There are no indications of a product or process issue affecting implant safety or effectiveness. Several factors not related to the implant can play a role in instability; such as loose joint from inadequate soft tissue and implant selection. Root cause was determined to be related to soft tissue, not the implant.

Event description:
Revision surgery - soft tissue issue, removed implant and replaced with the same size insert.